Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 157 (mg/dl). The customer continued to use the pump for insulin therapy.